Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south africa. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cable was damaged (no exposed wires), the reciprocation arm was worn, the machine head was damaged, the motor was corroded and the speed was unstable. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the electric dermatome was sent in for service/maintenance, when a repair was needed. There was no harm or delay reported as there was no patient involvement. Due diligence is complete and no additional information is available. During device evaluation the dermatome motor speeds were unstable. No adverse events were reported as a result of this malfunction.